Event description:
As reported by navilyst medical's distributor in (B)(4), an end user hosp is reporting that after priming a navilyst medical convenience kit air bubbles were visible in the system. The kit was not used on a pt and no air was injected. The used kit has been returned for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2014 navilyst medical complaint report was reviewed for the convenience kit product family and the failure mode, "air bubbles." No adverse trends were identified. The components from thr returned kit were visually examined and no damage or defects were noted. A simulated use inspection was performed to attempt to re-create the reported event. The system was attached to a saline bag, and then primed and debubbled while using the syringe from the kit. Fluid was drawn into the primed system via syringe aspiration and no air was observed during 5 aspirations. The fluid delivery set was then air leak tested per navilyst medical specifications and passed. The female threads/taper of the check valve were measured and found to be within specification. The female threads/tapers of the manifold were measured and all found to be within specification. The manifold was also subjected to a leak and passed. A leak test was performed on the male-to-r/a adaptor and the device passed testing. Additionally, the male tapers of the device were measured and met specification. The components within this convenience kit are all packaged loosely and would be connected by the end user. As testing of the returned components, both individually and connected together found them to function properly and meet specification, it is possible that the reported air in the system was the result of the end user failing to adequately secure connections. Aspirating the syringe too quickly may also have contributed to the reported issue.